Manufacturer narrative:
The customer's report was observed during initial testing. However, the device was put through extensive testing including bench handling, power cycling and defib functional testing without duplicating the report. Review of the device activity logs did show the device failed for the defib portion of the power on self test. The processor/bridge/pace board, the ECG board and a system interconnection flex cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib fault" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.